Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a no delivery alarm. Customer's blood glucose was 455 mg/dl. During troubleshooting, it was found that cannula was bent. Customer also reported that there was a leak. Customer was educated on factors that may cause a bent cannula. During troubleshooting, call was dropped. Voicemail was left.